Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Attorney.

Event description:
Litigation alleges pain, discomfort, instability and difficulty ambulating caused by aseptic loosening.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. No device associated with this report was received for examination and no root cause could be determined. Device history lot: device history reviewed: 5 non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, however no other incidents related to implant loosening. Total for lot number: 9 ((B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 0; by product family: 192 (66x smartset ghv, 126x smartset gmv). Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. No device associated with this report was received for examination and no root cause could be determined. Device history lot ==> device history reviewed: 5 non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, however no other incidents related to implant loosening total for lot number: (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: (B)(4). By product family: (B)(4) (66x smartset ghv, 126x smartset gmv). Device history batch ==> null. Device history review ==> null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 12 jun 2019. After review of the medical records for MDR reportability, there is no additional information that would change the existing MDR decisions. On (B)(6) 2014, the patient underwent a left knee arthroplasty due to osteoarthritis. The surgeon reported no intra-operative complications. On (B)(6) 2015, the patient underwent a left knee revision due to a loose femoral component at the cement to implant interface, pain, discomfort, instability, walking difficulty, and weakness. The surgeon reported no intra-operative complications. Revision is captured on (B)(4). On (B)(6) 2018, the patient underwent a left knee revision. The second revision operative notes were not available at the time of review. Revision is captured on (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with the reported event was not returned. Review of x-ray images found no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Not able to test retained product as it was released in 2014, and expired in 2016. DHR and complaints reviews completed. The complaint states "litigation records received. Litigation alleges pain, discomfort, instability and difficulty ambulating caused by aseptic loosening due to the defective smartset ghv bone cement. Doi: (B)(6) 2014, dor: (B)(6) 2015 left knee". No device associated with this report was received for examination. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. The product met specification at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Update june 14, 2019: received patient x-ray images x-ray images of the patient¿s left knee were provided for review. The images were dated (B)(6) 2011 (pre-primary surgery), (B)(6) 2017, (B)(6) 2018 and (B)(6) 2018. The provided x-ray images were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. The new information received with this individual complaint did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 5 non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, however no other incidents related to implant loosening total for lot number: 9 (B)(4). Complaints received by cmw in the last 12 months for this issue by product code: 0, by product family: 192 (66x smartset ghv, 126x smartset gmv). Device history batch: null. Device history review: null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with the reported event was not returned, however x-ray images were provided; confirming implant loosening. No evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed: 5 non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, however no other incidents related to implant loosening total for lot number: 9 (B)(4).) Complaints received by cmw in the last 12 months for this issue ¿ by product code: 0 by product family: 192 (66x smartset ghv, 126x smartset gmv). Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. No device associated with this report was received for examination and no root cause could be determined. Device history lot: device history reviewed: 5 non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, however no other incidents related to implant loosening total for lot number: 9 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 0. By product family: 192 (66x smartset ghv, 126x smartset gmv). Device history batch: null. Device history review: null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (No code available (3191) is used to capture the medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.